Event description:
This is filed to report an atrial septal defect (asd). It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with grade of 4. One clip was implanted at a2/p2 with no reported issue, reducing mr to grade 1. After removing the steerable guide catheter (sgc) from the left atrium, a right-to-left shunt occurred and spo2 decreased from 97% to 92%. No additional treat for the asd because the spo2 did not drop less than 92%. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported perforation (atrial: no treatment) associated with the asd was due to procedural circumstances during transseptal puncture. The reported patient effect of perforation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported minor injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.